Event description:
The tech alleged the side rail was broken in half and was not latching. No pt impact.

Manufacturer narrative:
The tech replaced the side rail, caregiver board and d pin long to resolve the issue.